Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right ventricular (rv) lead exhibited high capture threshold. The patient was in stable condition. The physician opted to explant and replace the lead.